Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed. According to the complainant, during the procedure, they cannulated the patient's common bile duct and then pushed the device into the common bile duct. A sphincterotomy was performed and the device was pulled out of the duct, at this point it was noted the cut wire separated; no part fell into the patient. The procedure was completed at this point, therefore, another device was not needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4) - the reported event of cut wire separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.